Event description:
Reporter stated that he obtained a result of 91 mg/dl on the aviva system and injected an unknown amount of insulin. Reporter stated he became hypoglycemic, was found by his wife, and she used the same aviva system to get a result of 89 mg/dl. The reporter's wife called an emergency doctor who measured the customer using his system with a result of 60 mg/dl within 10 minutes of the 89 mg/dl result. Reporter stated that he was given a glucose solution by infusion and was then hospitalized for 5 days. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).